Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 05-nov-2025 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that biometric identifier (bioid) required maintenance. The field service engineer (fse) performed a bioid swap, analyzed the system with support, reviewed logs for errors, repaired medapplication, and reinstalled the drivers. The user verified the performance in the hardware test application. The system functioned as intended after the field service engineer (fse) resolved the issue.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es biometric identifier was failed and required maintenance. However, there were no delays or adverse events or injuries reported based on this event.